Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, sleep apnea, gerd, adjustment disorder with anxiety, chronic back pain and fibromyalgia. Concomitant products included butalbital;caffeine;paracetamol (fioricet), cyclobenzaprine hydrochloride (flexeril), estradiol (climara), fluoxetine hydrochloride (prozac), gabapentin, hydroxyzine hydrochloride (hydroxizine), ibuprofen, leuprorelin acetate (lupron depot-3 month), lorazepam (ativan), macrogol 3350 (miralax), meloxicam (mobic), methocarbamol, omeprazole, oxycodone, progesterone (prometrium), propranolol hydrochloride (inderal), rizatriptan, salbutamol (albuterol), tiotropium bromide (spiriva), tramadol and trazodone. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines"), abdominal pain ("abdominal pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, migraine, abdominal pain and menorrhagia had not resolved and the genital haemorrhage outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: received treatment for bleeding- menorrhagia, pain- pelvic/abdominal, other/injury- migraine. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received- new events added: abdominal pain, menorrhagia were added. Insertion date was updated. Outcome for events updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines"). The patient was treated with surgery (to remove the essure implant). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage and migraine outcome was unknown. The reporter considered genital haemorrhage, migraine and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.